Event description:
After 32+ months of implantation, this pacemake was explanted and returned because it was reported that the device was pacing intermittently (16 second pauses were recorded).

Event description:
After 32+ months of implantation, this pacemaker was explanted and returned because it was reported that the device was pacing intermittently (16 second pauses were recorded).